Event description:
Just started the case, which was a laparoscopic gall bladder, when the pt went into cardiac arrest. Later the surgeon though the pt had a pulmonary embolus but it could have been a c02 embolus. The pt fully recovred. The case was cancelled. Clinical director stated thay are waiting on a cardiac clearance to re-schedule the procedure. Surgeon and staff are unsure what cause the embolus; tests do not provide exclusive information as the cause .